Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with heavy calcification. The 3.5 x 8 mm nc trek balloon was advanced, but could not cross the lesion. During the attempt to remove the nc trek, the device became stuck on the calcification, and the proximal shaft separated outside the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. Device analysis found that the shaft was not separated as reported, although it was confirmed by the account that the correct device was returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.